Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was unable to power on an had extensive physical damage. Upon investigation, the monitor cover, lcd, and sd card were cracked, the speaker was pushed in, and components y402, y200, c220 were broken from the computer/analog (c/a) pca. Additionally, u407, k1, l612, u409, u201, d604, j1111, and the c/a board were damaged, the negative lead of the backup battery was severed, and the j1003aa pins were bent and epoxy holding the hv capacitors broken on the defibrillator board. The cause of the inability to power on was the excessive physical damage. The cause of the damage was unable to be positively identified but is likely due to physical abuse in the field. No adverse event resulted from the damaged monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was unable to power on. The last patient to use this monitor did not report any deficiencies.